Event description:
During follow-up, post-sensed t wave oversensing due to pseudopseudo fusion was observed. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
During follow-up, post-paced t wave oversensing due to pseudopseudo fusion was observed. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition.